Event description:
The cannula had been in place for 30 days in an awake, non-intubated patient with severe exacerbated copd, mainly for co2 removal. In the morning, ECMO stopped due to air in the tubing. On closer examination, the user found a tear in the wire enforced upper part of the body of the cannula sucking air. There was no harm to the patient as the pump stopped and the cannula was removed. The tear appeared to be at the point of a suture attachment but this was not confirmed by the user. The user did note that "proper fixation of the cannula is very important to avoid repetitive pulling or strain on the cannula particularly in an awake patient." IFU does state: "5. Securing the device: the catheter should be secured to the patient around the rigid barbed connectors in a manner that does not kink the catheter at the insertion site. Caution: a suture tied directly around the wire-reinforced section can cut, kink, or damage the catheter."